Event description:
Customer was in the kitchen cooking lunch. She went to sit down on her rollator (walker with wheels and seat) and it broke. When she sat down on the rollator, the front left over backwards into the floor. As a result of the fall, she was treated at the local hospital for a baseball size knot on her head and a twisted ankle.